Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was due to the electrode belt ECG "a&b" cable being cut, damaging wires in the cable. The root cause for the cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.